Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 400 mg/dl, which the customer attributed to the salad she had just eaten that had a lot of sugar in it. She stated that she treated with a bolus. Advised the customer to consult her doctor for her request to change the sensitivity settings on the insulin pump. She stated that she felt okay and declined troubleshooting for high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.